Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast reconstruction with artoura 475cc tissue expander that the left showed smooth deflation after implantation. Shell appeared to be torn behind middle most inferior tab. The left implant symptoms were axillary swelling, persistent seroma, prolong time needing jp drain. On (B)(6) 2018, the deflated expander was replaced with a textured arotura, catalog number texp130rh. The replacement was done as outpatient with no hospitalization.

Manufacturer narrative:
On 5/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).